Event description:
Caller states patient received result of hi (greater then 600 mg/dl) on the advantage system and 103 mg/dl on lab value within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.